Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo target lesion was located in the severely calcified left circumflex artery. Following pre-dilation with a 2.25 x 38 balloon catheter, a 2.25 x 38 synergy drug-eluting stent was advanced but resistance was encountered. The device was removed and it was noted that the stent was deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts from proximal row 9 onwards distorted, flared and stretched over the bumper tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo target lesion was located in the severely calcified left circumflex artery. Following pre-dilation with a 2.25 x 38 balloon catheter, a 2.25 x 38 synergy drug-eluting stent was advanced but resistance was encountered. The device was removed and it was noted that the stent was deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.